Event description:
It was reported the patient never had therapeutic effect and less than fifty percent relief at the lead location. It was noted the patient could only get stimulation on the left side. It was reported an x-ray showed the lead had migrated. It was noted the lead was replaced with two leads during the revision. It was reported the patient was intubated after surgery due to respiratory problems. It was noted the patient had become agitated and needed to be sedated and that¿s when the intubation started. It was reported the patient spent three days in the ICU. It was noted the patient had strength in all of their extremities and did not show any neurological complications or symptoms. It was reported the CT was normal. It was noted the patient was reprogrammed and obtained great coverage of the neck, arms, and hands.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6), 2014, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown, lot# unknown, product type: unknown. Product ID: neu_unknown, lot# unknown, product type: unknown. (B)(4).

Event description:
Additional information received reported that post-operation the patient is doing very well. It was noted the health care provider (hcp) believed the respiratory problems were not related to the device. It was noted the patient was able to get great coverage of their bilateral neck and arms.